Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. The issue reported by the customer could not be verified and duplicated. The unit passed 115.6 hours of extended testing. However, the unit failed the initial final test at flow & volume test; vti was reading low. The service technician replaced the o-rings and reseated the modules and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that a revel ventilator not delivering breaths to the patient. The customer confirmed that there was no patient harm occurred. As an intervention, they had to remove the patient from the ventilator and use a bvm to ventilate. They tried to place the patient back on the ventilator several times after troubleshooting with no success at ventilating the patient on the ventilator.